Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and learned that the wash tubing popped off of the wash probe 2. The fse advised the customer to reconnect and to verify that no bead was stuck in the wash tip. The customer ran prime and a wash probe 2 purge failure did not occur. Although the wash primed normally, the leak sensor error occurred. The fse advised the customer to remove the power, to remove the back power, and to clean out and dry the leak sensor. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2009 liquid leak and 2240 bf probe 2 purge failure was a clogged wash probe.

Event description:
On (B)(6) 2016, a customer reported error 2009 liquid leak and 2240 bf probe 2 purge failure on the aia-900 instrument. The customer stated there was a leak but they were unable to locate it. Additionally, as a result of the error messages, the customer replaced the probe#2 tip and tried to prime but still received the error. The customer opened up the wash station and found the probe #2 tubing located at the top of the instrument was not connected. They reconnected the tubing and were able to complete the wash prime but then the error 2009 liquid leak error occurred. The customer is unable to run patient samples on bhcg reproductive hormone and cardiac troponin I (ctnl2). On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.